Manufacturer narrative:
The manufacturer has corrected section h3. The device was initially reportedly as available for investigation, but was not yet returned to the manufacturer up to date (189 days since the initial notification of the event). As such, no investigation on the device has been possible. There is no change to the rest of information or to the conclusion previously provided for this event.

Event description:
On 09 oct 2020, a carbomedics top hat s5-025 was intended for an aortic valve replacement procedure. After the box of the valve was opened, the valve was checked and no deficiencies were identified, so the valve was implanted. After finishing the suture of the valve, the valve was tested with the dedicated accessories provided, but the leaflet rotation was found not so smooth. Since a malfunction in the device was suspected, the valve was immediately explanted and replaced a new valve with the same model s5-025. The surgery was completed successfully with the new s5-025. No impact for the patient was reported, who recovered and been discharged from hospital.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The device was reportedly available for investigation, but not yet returned to the manufacturer. Based on the available information, it is not possible to draw a definitive conclusion on the reported event. However, from the document review performed, no manufacturing deficits were identified. As reported, no device abnormalities were identified upon valve opening, thus it is not possible to confirm whether the reported difficulties refer to an intraoperative procedural difficulty or rather, whether a device problem occurred. The manufacturer will perform further investigations on the device once returned and update the reporting activity accordingly.